Manufacturer narrative:
Tracking #.50260. Date sent: 10/13/1998. H6: did not feed the clips properly. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry info rec'd and the visual examination, it was concluded that the instrument was returned in good physical condition. The instrument was cycled and did not feed the clips into the jaws properly. No conlcusion could be reached as to why the clips did not feed properly.

Event description:
It was reported the device was used during a laparoscopic hernia repair. It was reported the clips spit out of the device unformed on the first and third firings and every firing after that. Another was opened to complete the case. There was no consequence to the pt.